Event description:
Same case as: 2134265-2010-03475. It was reported that post-drug eluting stenting treatment procedure, myocardial infarction occurred. In 2004, the patient had a taxus express2 2.5x24mm stent and a taxus express2 3.0x28mm stent implanted in an unspecified vessel. Since the procedure it is reported the patient has had several infarcts. The physician reported that upon follow-up it was found the stent were not "inflated properly and there were problems with the stents." No further information is available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).